Event description:
It was reported that during a photo selective vaporization prostate procedure the fiber cap broke. It is unknown how the case was completed. No patient or user harm occurred due to this event.